Manufacturer narrative:
Unknown abutment screw. Note: x-rays were provided by the customer.

Event description:
The doctor indicates an unknown abutment screw fracture in tooth location # 13.

Manufacturer narrative:
One unknown abutment and unknown gold plated screw were returned for inspection assembled together with a cemented crown. The screw was confirmed to be fractured at the middle of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In this case the returned screw could not be positively identified, therefore no specific torque value could be recommended. A root cause for the complaint could not be determined.